Manufacturer narrative:
H6: investigation summary: sample was received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Bd was unable to duplicate or confirm the indicated issue. Based on trend analysis, no further action is required at this time. H3 other text: see h10.

Event description:
It was reported that syringe 0.3ml 31ga 8mm 10bag 500 wal had scale marking issues. This occurred on 2 occasions. The following information was provided by the initial reporter: material no. 328512 batch no. 0265876. It was reported that needle shield could not be removed from one syringe and was not able to read scale marking on barrel of 2 syringes. Verbatim: consumer reported, she could not remove the needle shield prior to injection, 1 syringe affected. Stated, not able to read scale marking on barrel, 2 syringes affected. Was not able to use syringes that she is reporting issues with.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 0.3ml 31ga 8mm 10bag 500 wal had scale marking issues. This occurred on 2 occasions. The following information was provided by the initial reporter: material no. 328512 batch no. 0265876. It was reported that needle shield could not be removed from one syringe and was not able to read scale marking on barrel of 2 syringes. Verbatim: consumer reported, she could not remove the needle shield prior to injection, 1 syringe affected. Stated, not able to read scale marking on barrel, 2 syringes affected. Was not able to use syringes that she is reporting issues with.